Event description:
The 3 french catheter was trimmed at the 35 cm mark and inserted into the pt via the introducer. The operator was unable to advance the catheter past the shoulder after multiple attempts. The decision was made to leave the catheter in midline, and the catheter was withdrawn to bring the tip back into the upper arm veins. The operator then attempted to clean blood off the external portion of the catheter. Used gauze swabs and 2% chlorhexidine in alcohol 10% (usual cleaning agent). The catheter hub fell off in her hands.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed two other similar product complaint files from this lot. (B) (4).